Event description:
Arjo was informed about an event involving an enterprise 5000x bed equipped with the indigo module (intuitive drive assist). During a thunderstorm on (B)(6) 2026, the ground-fault circuit interrupter (gfci) in the facility's electrical panel tripped. When the operator reset the panel, a spark was observed beneath the bed. The patient was reported to be in bed at the time of the incident; however, no injury occurred. The clinical engineering service (internal facility team) identified damage to the indigo power supply cable. A photo taken by the technician during inspection showed that the indigo power supply cable became damaged at the bending point. The burning marks were visible on the cable insulation. The arjo technician could not carry out the functional tests as the bed's electrical system had been switched off. Only a visual inspection was performed, and no issues with the bed frame were found. During this inspection, the arjo technician confirmed that the cable was damaged.

Manufacturer narrative:
The damage to the indigo power supply cable was attributed to inner wire deterioration caused by repeated mechanical stress during bed height adjustments. As per the preventive maintenance section of the instructions for use for indigo (416260) the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. In summary, the indigo power supply cable malfunction resulted in occurring spark and black marks on the cable. The cause of the reported power supply cable failure was determined as inner wire deterioration due to stress applied during the movement of the bed platform. The arjo device failed to meet its specification since the power supply cable was damaged and therefore was directly involved in the reported incident. The patient was reported to be in bed at the time of the incident; however, no injury occurred. The complaint was assessed as reportable based on the allegation that a spark was observed near the bed, and a burn mark was identified on the cable. The device is distributed outside the us and no gudid information exists.